Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient mentioned last time they had an MRI, "which was years ago", sparks started occurring inside their body. Pt mentioned they saw on the x-ray that it was from the device. No symptoms were reported.